Event description:
It was reported that the patient was not able to fully inflate the inflatable penile prosthesis (ipp) and could not reach pump properly. He also said that he had floppy glands from the device. A surgical procedure was performed to replace the system for tactra with a bigger length. There were no patient complications.